Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient receiving an unknown medication (unknown con centration and dose) via an implanted pump. The pump's indication for use (IFU) was not provided. The rep reported that a volume discrepancy occurred; the actual and expected reservoir volumes were unknown. A roller study was performed on (B)(6) 2016 and was successful. A dye study was being performed at the time of the report. The healthcare professional (hcp) was able to aspirate about 1 ml, but was unable to inject anything (dye, saline, or air). Several attempts to inject were made during the report without success. The rep stated that while aspirating, the first 3/4 of a ml was clear, but the last 1/4 was blood-tinged. This manufacturer¿s catheter access port (cap) kit was being used. The cap was easy to access. They rotated the needle and easily felt needle stop which was maintained during injection attempt. A second needle was also used, all without success. The troubleshooting was performed due to the volume discrepancy. No symptoms were reported. An event date wasn't provided. A supplemental report will be submitted if additional information is received.

Event description:
Additional information received from the device manufacturer representative indicated the expected residual volume (erv) was 7ml and the actual residual volume (arv) was 21ml. The patient had been having increased pain. The patient's catheter was revised shortly after the issues occurred. The revision date was unknown. No further information was provided. If additional information is received, a follow-up report will be sent.